Event description:
The customer reported that error 19 displayed on the system. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep calibrated the collimator using a b345. The system operates as intended.